Manufacturer narrative:
Batch review performed on 17 june 2019: lot 185986: (B)(4) items manufactured and released on 20 september 2018. Expiration date: 2023-09-06. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Another device was involved in the complaint. Batch review performed on 17 june 2019: ball heads: cocr 01.25.033 cocr ball head 12/14 ø 36 size xl +7, lot. 173617 (k080885): (B)(4) items manufactured and released on 13 november 2017. Expiration date: 2022-10-29. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 5 months after primary revision surgery for hip dislocation (head from liner). The surgery was completed successfully swapping the cup, the liner and the head. Posterior approach was used in the primary surgery.